Manufacturer narrative:
The pump was received with a blank display after battery installation due to a misaligned battery tube caused by a crack on the battery compartment and cracked battery tube threads allowing the battery tube to shift out of position and not allowing proper contact between the battery cap contact and battery tube. The pump was cut open to perform a visual inspection. Removed the motor support cap and realigned/repositioned the battery tube back into place. The pump powered up successfully verifying the misaligned battery tube caused the blank display. Retrieved the pump software version and verified the internal serial number. The pump passed the self test, active current measurement, and sleep current measurement however, unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test or verify the rewind anomaly due to the removal of the motor support cap. The pump trace and history files were successfully downloaded using thus. During a review of the pump history file, found there were excessive battery removals and insertions on (B)(6) and (B)(6) 2023. No pump error 25 alarms were found in the pump history and long trace files. Further review of the pump history file shows on (B)(6) 2023 at 07:23 there was a pump error 53 (linenumber = 5632 filenumber = 2005) alarm due to a software error. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), vibrate harness assembly, and inside of the battery tube. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, faded end cap address label, pillowing keypad overlay, cracked battery compartment, and cracked battery tube threads. Blank display (unexpected battery power loss) is confirmed due to a misaligned battery tube caused by the crack at the battery compartment and cracked battery tube threads. Pump error 25 alarm is not confirmed. Pump error 53 alarm is confirmed due to a software error. Moisture damage was found during a visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a power error alarm. No harm requiring medical intervention was reported. Troubleshooting was performed and was able to clear the alarm but could not rewind. The customer will discontinue using the insulin pump and will be returned for analysis.